Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: product performance information was received and analyzed. Analysis showed that when programmed to vvir mode, the device had a longevity estimate of 4.5 years. When the device was programmed to dddr mode, the remaining longevity estimate was <(><<)>0.5 years. Variations in longevity prediction are a direct result of the transition in longevity estimation method.

Event description:
It was reported that device showed an incorrect longevity during a follow up visit. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.